Event description:
New information received notes the name and title of the healthcare professional associated with this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follo up in clinic. Upon interrogation, the pacemaker exhibited a false elective replacement indicator (eri). A firmware download was performed to clear the eri alert. The patient was in stable condition.